Event description:
It was reported that high hv lead impedance measurements were observed. Trends show the hv impedance had been stable prior to and since these measurements. No action was taken. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the patient presented in-clinic after receiving an alert for high, out of range, high voltage lead impedance. No patient symptoms were reported. The device was reprogrammed.